Event description:
On 11/22/2021, it was reported by a sales representative via sems that a ar-1204af-95 flipcutter ll came apart. This occurred on (B)(6) 2021 during a acl reconstruction. The surgeon started drilling, before contacting the bone it snapped, and the blade broke in the joint. All fragments of the broken device were retrieved. The case was completed successfully using a new flipcutter. There was no patient effect reported. Additional information requested. Additional information provided on 11/22/2021 : the patient was relatively young with good bone quality.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023.  Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint device was not received for evaluation. Based off the information provided, the most likely cause for the reported failure can be attributed to user-applied excessive mechanical forces.